Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. The annulus of the burr was damaged and not rounded. The damage to the annulus is consistent with damage caused by contact with the rotawire during use. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. There were no abnormal noises or leaks, as the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The dfu states: the rotablator dfu includes the following related to the set-up and operating speed: ¿adjust the turbine pressure knob until the burr is spinning at the correct speed. 1.25 ¿ 2.0mm burrs 190,000 rpm. Recheck the rational speed reading to verify that the rotation rate is appropriate for the burr size and lesion type, and adjust the operating speed. 1.25 ¿ 2.0mm burrs 160,000 up to 180,000 rpm." A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation or during the procedure of the device. Saline is used in the clinical setting to cool and lubricate the moving parts and prevents a melted ultem, ensuring the functional use of the device. The dfu states ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer". The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05205. It was reported that the rotational speed was unstable. A 1.50mm rotalink¿ plus and a rotablator console were selected for use. During the procedure, rotational speed was set outside the patient's body at 200,000 rpm. When rotalink plus was used inside the patient's body, the speed increased to 280,000 rpm and could not be decrease to 200,000 rpm. The rotalink plus was then reset twice at 200,000 rpm outside the patient's body, but it was unable to adjust the settings and the speed still increased to 260,000 rpm and 270,000 rpm inside the patient's body. The procedure was completed with another of the same advancer. No patient complications were reported and the patient's status was stable.